Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose levels (301 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made for customer to discuss diabetes management with their health care professional.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.